Event description:
Customer reported meter was reading too high. Device = 612 mg/dl. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.